Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the right radial artery. The 80% stenosed, 2.5mmx48mm, concentric, de novo target lesion containing a <=45 degrees bend was located in the moderately tortuous and mildly calcified diffused left anterior descending artery. A 2.25x16mm synergy drug-eluting stent was deployed in the diagonal. Following predilatation with a 2.5x12mm emerge balloon catheter, there was 50% residual stenosis. A 2.50 x 48 synergy drug-eluting stent was selected for use. However, the shaft broke 66cm from the hub when introducing the device into the sheath. The procedure was completed with another of the same device. No patient complications nor serious injury were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the right radial artery. The 80% stenosed, 2.5mmx48mm, concentric, de novo target lesion containing a <=45 degrees bend was located in the moderately tortuous and mildly calcified diffused left anterior descending artery. A 2.25x16mm synergy drug-eluting stent was deployed in the diagonal. Following pre-dilatation with a 2.5x12mm emerge balloon catheter, there was 50% residual stenosis. A 2.50 x 48 synergy drug-eluting stent was selected for use. However, the shaft broke 66cm from the hub when introducing the device into the sheath. The procedure was completed with another of the same device. No patient complications nor serious injury were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 48mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found a hypotube break 69 cm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.